Event description:
User stated they reported a troponin t result of 0.18 ng/ml which repeated at 0.176 ng/ml, for one patient sample. The physician called the lab and stated the patient was not presenting clinical symptoms that matched the reported results. The sample was sent to another lab using same method which resulted at 0.16 ng/ml. Patient not adversely affected. If additional information is received, appropriate notification will be provided.